Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: regarding "after sewing the staple line with a suture, a leakage occurred", could you please clarify how issue was addressed? They sewed the staple line again and solved the problem. Could you please clarify if there were any patient consequences? After sewing it again, there were no patient consequences. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? The patient was kept one additional day in the hospital. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the additional day more than the normal routine stay for this type of surgery? Was the additional stay related to the device issue or were there other conditioning factors such as comorbidities? Please explain. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that doctor (B)(6). Was doing rectal resection using the cdh29a. After closing the device and pressing the handle, no audible feedback was heard, and it was impossible to remove the device from the patient. He opened the device and closed again, and then the device was fired properly. Unfortunately, some staples were visibly too loose and even after sewing the staple line with a suture, a leakage occurred. The procedure was delayed by 15-minutes and successfully completed.

Manufacturer narrative:
(B)(4). Date sent: 08/30/2021. D4: batch # 115a62. Additional information was requested, and the following was received: 1. Was the additional day more than the normal routine stay for this type of surgery? The patient was left in the hospital for one more day than he was supposed to because the surgeon wanted to be sure that the was no more leakage. 2. Was the additional stay related to the device issue or were there other conditioning factors such as comorbidities? Please explain. The only reason the patient was longer on the hospital was the device issue. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What was observed at the site of the leak? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? What confirmation was received that the device completed the firing sequence? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation? If so, please describe the shape and location. What is the current patient status? Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29a device arrived with no apparent damage. Only an anvil half washer was received and there was no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/24/2021. Additional information: 1. What were the indications for surgery? Tumor. 2. What was observed at the site of the leak? Loose staples. 3. Did the patient receive any preoperative chemotherapy or radiation? No. 4. What healthcare professional fired the device and what is his/her experience with the device? (B)(6), 20 years of experience with staples, works with circulars from the beginning. 5. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low-b. 6. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. 7. What confirmation was received that the device completed the firing sequence? When trying to fire the device the first time, no audible feedback was heard and it was impossible to remove the device from the patient. The device was opened and closed again, and it fired properly this time, the audible sound was heard. 8. How many counter-clockwise revolutions of the adjusting knob were used to open the device? ½-3/4. 9. Was there any difficulty removing the device? No. 10. Was a complete transection of the white breakaway washer visually confirmed? No. 11. Were there any issues noted with staple formation? If so, please describe the shape and location. Loose staples, on the staple line, on 5 o¿clock. 12. What is the current patient status? Ileostomy still.

Manufacturer narrative:
(B)(4). Date sent: 11/24/2021 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29a device arrived with no apparent damage. Only an anvil half washer was received and there was no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.